Event description:
It was reported that the patient presented with a mobile transmitter that exhibited excessive heating, and the power cord was melted. The mobile transmitter was replaced. There were no patient consequences.